Event description:
Patient tracking received a tracking form in the mail that reported a pump replacement. The reason for replacement was reported to be that the pump "failed". The replaced pump was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined. Pending a follow-up response from the local representative covering the issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).